Manufacturer narrative:
Additional info: additional information was received and noted that the intraocular lens (iol) was explanted on (B)(6) 2016. Date of event: (B)(6) 2016. If explanted; give date: (B)(6) 2016. Device evaluation: the intraocular lens was not returned to the manufacturing site; therefore, an investigation was not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The in-line optical inspection data shows the lens was within power specification. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lens. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol), 21.5 diopter was explanted from the left eye (os) of a female patient because of poor vision. No further information was provided.